Event description:
It was reported that the patient had the insulin was leaking after the infusion set got dislodge and tubing caught on the doorknob and had experienced high blood glucose event on 15-feb-2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.